Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right coil had perforated through uterus"), device dislocation ("migration of essure-endometrial cavity,"), fallopian tube perforation ("perforation (fallopian tube(s))") and genital haemorrhage ("excessive bleeding") in a (B)(6) female patient who had essure (batch no. B04948) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colon operation in 2010 and colon operation in 2010. No recent weight loss and weight gain. Final patch test reading was negative and there was no evidence of contact allergy to metals or any other contact allergens at this time. Concurrent conditions included spinal operation since 2010, body mass index high, low back pain since (B)(6) 2013, intervertebral disc bulging, amenorrhea, ovarian cyst, pap smear abnormal, menometrorrhagia, bladder inflammation and diverticulitis. Concomitant products included bupropion, cetirizine, gentamicin (gentamycin), glipizide, hydroxyzine, magnesium oxide, stagflation phosphate (januvia), tizanidine, tramadol since (B)(6) 2016 and zolpidem. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("sever abdominal menstrual pain/dysmenorrhea (cramping)"), menstrual disorder ("abnormal menstrual cycle"), pelvic pain ("sever pelvic pain/pain,"), back pain ("back pain"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), alopecia ("hair loss"), mood swings ("mood swings"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), migraine ("migraines"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and hot flush ("hot flashes"). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, device expulsion, fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menstrual disorder, pelvic pain, back pain, fatigue, abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, alopecia, mood swings, cystitis, urinary tract infection, vaginal infection, migraine, allergy to metals, vaginal discharge, weight increased, headache, dyspareunia and hot flush outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cystitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the plaintiff will require a hysterectomy procedure in the near future to remove her uterus. Reports was not planning on having essure removed. She have been told it cannot be removed, she was seeking a second opinion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. On (B)(6) 2014, hysterosalpingogram was performed which showed satisfactory placement of both essure coils and full occlusion of both tubes. Reports healthcare provider advised results of essure confirmation tests: coils were complete ((B)(6) 2014); 2) discussed that the right coil is seen at the uterine cornua, not free floating in the uterus ((B)(6) 2015); 3) ultrasound shows linear structure in the endometrial cavity, possible a misplaced essure device ((B)(6) 2015). Ultrasound: pelvis - transabdominal ultrasound. Most recent follow-up information incorporated above includes: on 8-jun-2018: plaintiff fact sheet received. Reporter information, patient¿s relevant history updated. Lot number corrected, previously captured incorrectly. Events fallopian tube perforation, dyspareunia, hot flush were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right coil had perforated through uterus"), the first episode of device expulsion ("migration of essure-endometrial cavity,"), fallopian tube perforation ("perforation (fallopian tube(s))") and genital haemorrhage ("excessive bleeding") in a 38-year-old female patient who had essure (batch no. B04948) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included colon operation in 2010, colon operation in 2010 and back pain. No recent weight loss and weight gain. Final patch test reading was negative and there was no evidence of contact allergy to metals or any other contact allergens at this time. Concurrent conditions included spinal operation since 2010, body mass index high, low back pain since (B)(6) 2013, intervertebral disc bulging, amenorrhea, ovarian cyst, pap smear abnormal, menometrorrhagia, bladder inflammation and diverticulitis. Concomitant products included bupropion, cetirizine, gentamicin (gentamycin), glipizide, hydroxyzine, magnesium oxide, sitagliptin phosphate (januvia), tizanidine, tramadol since (B)(6) 2016 and zolpidem. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 8 months after insertion of essure. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the first episode of device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of device expulsion ("expulsion of essure device"), dysmenorrhoea ("sever abdominal mentsrual pain/dysmenorrhea (cramping)"), menstrual disorder ("abnormal menstrual cycle"), pelvic pain ("sever pelvic pain/pain,"), back pain ("back pain"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), alopecia ("hair loss"), mood swings ("mood swings"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), migraine ("migraines"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and hot flush ("hit flashes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, the last episode of device expulsion, menstrual disorder, back pain, fatigue, abdominal pain, bladder disorder, urinary tract disorder, tooth disorder, alopecia, mood swings, cystitis, urinary tract infection, vaginal infection, migraine, vaginal discharge, weight increased, headache, dyspareunia and hot flush outcome was unknown and the dysmenorrhoea, pelvic pain, vaginal haemorrhage, menorrhagia and allergy to metals was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: the plaintiff will require a hysterectomy procedure in the near future to remove her uterus. Reports was not planning on having essure removed. She have been told it cannot be removed, she was seeking a second opinion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. On (B)(6) 2014, hysterosalpingogram was performed which showed satisfactory placement of both essure coils and full occlusion of both tubes. Reports healthcare provider advised results of essure confirmation tests: 1) coils were complete ((B)(6) 2014); 2) discussed that the right coil is seen at the uterine cornua, not free floating in the uterus ((B)(6) 2015); 3) ultrasound shows linear structure in the endometrial cavity, possible a misplaced essure device ((B)(6) 2015). Ultrasound: pelvis - transabdominal ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-dec-2018: pfs received : outcome of the events abnormal bleeding, allergy to nickel, pelvic pain and cramping updated to recovering/resolving. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right coil had perforated through uterus"), the first episode of device expulsion ("migration of essure-endometrial cavity,"), fallopian tube perforation ("perforation (fallopian tube(s))") and genital haemorrhage ("excessive bleeding") in a 38-year-old female patient who had essure (batch no. B04948) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colon operation in 2010 and colon operation in 2010. No recent weight loss and weight gain. Final patch test reading was negative and there was no evidence of contact allergy to metals or any other contact allergens at this time. Concurrent conditions included spinal operation since 2010, body mass index high, low back pain since (B)(6) 2013, intervertebral disc bulging, amenorrhea, ovarian cyst, pap smear abnormal, menometrorrhagia, bladder inflammation and diverticulitis. Concomitant products included bupropion, cetirizine, gentamicin (gentamycin), glipizide, hydroxyzine, magnesium oxide, sitagliptin phosphate (januvia), tizanidine, tramadol since (B)(6) 2016 and zolpidem. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the first episode of device expulsion (seriousness criteria medically significant and intervention required), the second episode of device expulsion ("expulsion of essure device"), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("sever abdominal menstrual pain/dysmenorrhea (cramping)"), menstrual disorder ("abnormal menstrual cycle"), pelvic pain ("sever pelvic pain/pain,"), back pain ("back pain"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), alopecia ("hair loss"), mood swings ("mood swings"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), migraine ("migraines"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and hot flush ("hit flashes"). Essure treatment was not changed. At the time of the report, the uterine perforation, the last episode of device expulsion, fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menstrual disorder, pelvic pain, back pain, fatigue, abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, alopecia, mood swings, cystitis, urinary tract infection, vaginal infection, migraine, allergy to metals, vaginal discharge, weight increased, headache, dyspareunia and hot flush outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: the plaintiff will require a hysterectomy procedure in the near future to remove her uterus. Reports was not planning on having essure removed. She have been told it cannot be removed, she was seeking a second opinion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. On (B)(6) 2014, hysterosalpingogram was performed which showed satisfactory placement of both essure coils and full occlusion of both tubes. Reports healthcare provider advised results of essure confirmation tests: 1) coils were complete ((B)(6) 2014); 2) discussed that the right coil is seen at the uterine cornua, not free floating in the uterus ((B)(6) 2015); 3) ultrasound shows linear structure in the endometrial cavity, possible a misplaced essure device ((B)(6) 2015). Ultrasound: pelvis - transabdominal ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: received quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right coil had perforated through uterus"), the first episode of device expulsion ("migration of essure-endometrial cavity,"), fallopian tube perforation ("perforation (fallopian tube(s))") and genital haemorrhage ("excessive bleeding") in a 38-year-old female patient who had essure (batch no. B04948) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colon operation in 2010, colon operation in 2010 and back pain. No recent weight loss and weight gain. Final patch test reading was negative and there was no evidence of contact allergy to metals or any other contact allergens at this time. Concurrent conditions included spinal operation since 2010, body mass index high, low back pain since (B)(6)2013, intervertebral disc bulging, amenorrhea, ovarian cyst, pap smear abnormal, menometrorrhagia, bladder inflammation and diverticulitis. Concomitant products included bupropion, cetirizine, gentamicin (gentamycin), glipizide, hydroxyzine, magnesium oxide, sitagliptin phosphate (januvia), tizanidine, tramadol since (B)(6)2016 and zolpidem. On (B)(6)2013, the patient had essure inserted. On (B)(6)2015, 1 year 8 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the first episode of device expulsion (seriousness criteria medically significant and intervention required), the second episode of device expulsion ("expulsion of essure device"), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("sever abdominal menstrual pain/dysmenorrhea (cramping)"), menstrual disorder ("abnormal menstrual cycle"), pelvic pain ("sever pelvic pain/pain,"), back pain ("back pain"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), alopecia ("hair loss"), mood swings ("mood swings"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), migraine ("migraines"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and hot flush ("hit flashes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the uterine perforation, the last episode of device expulsion, fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menstrual disorder, pelvic pain, back pain, fatigue, abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, alopecia, mood swings, cystitis, urinary tract infection, vaginal infection, migraine, allergy to metals, vaginal discharge, weight increased, headache, dyspareunia and hot flush outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: the plaintiff will require a hysterectomy procedure in the near future to remove her uterus. Reports was not planning on having essure removed. She have been told it cannot be removed, she was seeking a second opinion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. On (B)(6)2014, hysterosalpingogram was performed which showed satisfactory placement of both essure coils and full occlusion of both tubes. Reports healthcare provider advised results of essure confirmation tests: 1) coils were complete (B)(6)2014); 2) discussed that the right coil is seen at the uterine cornua, not free floating in the uterus (B)(6)2015); 3) ultrasound shows linear structure in the endometrial cavity, possible a misplaced essure device (B)(6)2015). Ultrasound: pelvis - transabdominal ultrasound quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.